Event description:
It was reported that during a da vinci-assisted kidney reimplantation surgical procedure, the monopolar curved scissors (mcs) instrument had an auto firing issue. The customer replaced the energy cord, but the issue persisted. The customer then moved the energy cord to the upper port of the integrated electrosurgical generator unit (iesu), and the mcs instrument's energy function was working fine. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and confirmed errors 25913 and 25920 pointing to the iesu monopolar lower port. The procedure was completed with no reported injury. An isi field service engineer (fse) followed up with the customer and obtained the following additional information: the issue occurred with an external cautery pencil that was used with the iesu at the time of the event. There were no issues while using isi instruments.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the customer reported complaint was not confirmed. During inspection, the da vinci surgical system was functional. The customer had used the da vinci surgical system for their following procedures without any error. The customer informed the fse that an external pencil that was connected to the integrated electrosurgical generator unit (iesu) was auto firing at the time of the event. The system was tested and verified as ready for use.